Event description:
It was reported that at a pump refill, a volume discrepancy was noted. The actual residual volume aspirated was 40 ml; 7 ml were expected. The reporter believed that this was the first pump refill. Per this report, the refill was performed under fluoroscopy and the catheter connection "seemed to be intact". They were unable to aspirate from the cap (catheter access port). The pump logs were reported to be "normal". The hcp had indicated that the "drug shot back" into the syringe upon aspiration; each 20 ml syringefull was filled in 2-3 seconds. The pt did not feel like he was getting therapy. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).